Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, it was initially positioned correctly but dislodged when the lead was being sutured to the vein. The ra lead was repositioned but after 20 turns, the helix would not extend. The physician extracted the lead and tested it on the surgical table while the lead was fully straightened. After 25 turns were applied, the helix would still not extend. The physician successfully implanted a non-boston scientific ra lead. No adverse patient effects were reported. It was also reported that when the surgical nurse was cleaning this ra lead to be returned, the helix then did extend out of the housing. The ra lead was later returned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix extended. There was both tissue and blood noted on the helix and blood/fluid infiltration in the helix housing. Resistance testing was completed to assess lead electrical performance and the measurements on the cathode indicated an open circuit condition. X-rays revealed that there was a fracture of the inner conductor coil at the distal end of the terminal pin. It also was noted that the inner coil was also bunched in the location of the fracture detailed analysis of this damage determined that it most likely occurred while attempting to retract the helix.